Event description:
It was reported that embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx closure device and delivery system (wds) was implanted. Three (3) weeks post procedure, the patient presented with chest pain and shortness of breath. It was determined that the closure device had embolized into the aorta. The closure device was successfully explanted via open heart surgery. The patient remained stable throughout the procedure with no further complications.